Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (7.5 mg/ml at 3.3 mg/day) via an implantable infusion pump. It was reported that the patient was experiencing withdrawal. Interrogation of the pump found a motor stall of unknown origin. The pump and catheter were both replaced. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.